Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log did not showed high flow admin set latched, cassette not attached properly, alarm silenced, and cassette latch was opened on (B)(6) 2018. The upstream occlusion sensor will be replaced in service. Use testing was performed. The problem source is defective component with the upstream occlusion sensor.

Event description:
Information was received that the cadd solis vip pump has upstream occlusion. No reported adverse effects.